Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported that prior to use of a tampon, she noticed the tip of the applicator was spread open. She proceeded to check additional tampons from the same carton and alleged there were approximately 7-11 tampons affected. She did not use the tampons.